Manufacturer narrative:
A physio-control field service technician evaluated the customer's device and verified the reported issue. After replacing the keypad assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The removed keypad assembly was scrapped by the field service technician; therefore it was not available for further evaluation.

Event description:
A customer contacted physio-control to report that their device would not respond to on button presses intermittently during inspection. There was no patient use associated with the reported event.